Event description:
The customer reported the o2 key not active due to the keypad being unresponsive. No patient involvement reported.

Manufacturer narrative:
Report date: 22sep2018. Date received by manufacturer: 09jul2018. Philips fse (field service engineer) replaced the keypad overlay to resolve this issue. The device passed required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.